Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. There was blood and contrast in the balloon and lumen. The balloon was loosely folded. Microscopic examination found a longitudinal burst in the balloon material, 9 mm from the tip of the device, and 4mm in length. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. While using a 4.50mm x 15mm nc emerge balloon, it was noted the balloon ruptured. The device was successfully removed. The procedure was completed with a 4.5mm x 12mm nc emerge. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. While using a 4.50mm x 15mm nc emerge balloon, it was noted the balloon ruptured. The device was successfully removed. The procedure was completed with a 4.5mm x 12mm nc emerge. No patient complications were reported and the patient status is good.